Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a sensor and the transmitter was not blinking and then the customer received a lost sensor alert. Customer removed the sensor and the electrode was missing; it was not in the customer's body but under the tape. Nothing further reported.